Event description:
Consumer reports accuracy problems associated with bd test strips. Analysis of the reported readings using clarke error grid with a reference point of 158 (competitive meter) indicated one reading (276) in the c zone, outside the acceptable range - potential malfunction.